Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft was noted to be broken after insertion and it is unclear if there was an attempt to inflate. The device was removed and there were no device fragments retained inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. At 20cm from the strain relief, the hypotube of the device was kinked. There was a separation of the hypotube at 21.3cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Review of the media attached in the complaint record depicted a hypotube kink just proximal to the hypotube separation. The separation confirms the reported event, and the damage depicted in the media aligns to what was seen in device analysis. Product analysis confirmed the reported break as there was separation to the device. The device also had an unreported kink.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft was noted to be broken after insertion and it is unclear if there was an attempt to inflate. The device was removed and there were no device fragments retained inside the patient's body. The procedure was completed with another of same device. There were no patient complications reported.